Manufacturer narrative:
Please note that the following sections are being corrected on this follow-up #1 report: 1. Section b. Box 5.: event description. 2. Section d. Box 1. Brand name h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the dural venous sinus using pac400s (pac400). During the procedure, after advancing a pac400 into the target vessel using a px slim delivery microcatheter (px slim), the physician decided to retract the pac400 for repositioning. However, while retracting, the pac400 unintentionally detached from the pusher wire inside of the px slim. Therefore, the physician used a 20cc syringe to create negative pressure and removed the px slim with the coil inside. The procedure was then completed using a new pac400 and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the dural venous sinus using penumbra coil 400s (pc400). During the procedure, after advancing a pc400 into the target vessel using a px slim delivery microcatheter (px slim), the physician decided to retract the pc400 for repositioning. However, while retracting, the pc400 unintentionally detached from the pusher wire inside of the px slim. Therefore, the physician used a 20cc syringe to create negative pressure and removed the px slim with the coil inside. The procedure was then completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.